Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bowel procedure, the surgeon fired across the bowel and it locked out. When he opened the device to remove it from the bowel, it tore the serosa. When the surgeon observed the staple line, it had partially stapled the tissue. There were no malformed staples reported. There was no additional bleeding or contents of the bowel reported to have dumped from the bowel. This occurred on the first firing with a blue cartridge. They completed the procedure with a new like device. There was no patient consequence reported.